Manufacturer narrative:
The insulin pump passed displacement test, rewind, prime and basic occlusion. The pump was received with stuck motor error alarm and alarm loop during bolus delivery. The motor was tested outside of the unit and passed. Motor may have had intermittent failure that was not part of our testing. The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. (B)(4)

Event description:
The customer reported via phone call that his insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was attempted for the motor error and customer was able to clear the alarm and complete rewind sequence however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.